Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during the insertion the physician found it difficult to get the introducer dilator through the sheath. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extender tubing and the introducer dilator were also returned. The technician was unable to insert the dilator into the returned sheath. The dilator tubing was found to have an over sized outer diameter. This caused the dilator to be unable to be inserted into the sheath. The sheath was measured and found to be within specification. The evaluation confirms the difficult to insert the dilator into the sheath. It has been determined that the dilator tubing is over sized. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during the insertion the physician found it difficult to get the introducer dilator through the sheath. There was no reported injury to the patient.